Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 347 mg/dl. The customer did not observe any significant events leading to the alarm. He was able to complete the rewind sequence. He stated that his high blood glucose was due to the meal he ate. He declined to troubleshoot for the high blood glucose. He also reported having had low blood glucose of 47 mg/dl. He stated that the low blood glucose was related to the basal, depending on his activity level. He declined to troubleshoot and treated with food. He also reported that the insulin pump alarmed no delivery but also declined to troubleshoot for this. He advised that he tried to bolus for the high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm or excessive no delivery alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.